Event description:
During preventative maintenance of the device, the user reported that the heart lung console failed to operate on battery power. The console would only operate when plugged into an ac power source. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.